Event description:
The initial reporter contacted shiley to report that a pt's bjork-shiley convexo-concave aortic heart valve was replaced due to an alleged perivalvular leak an regurgitation. Subsequently, medical information was forwarded to shiley from the user facility which indicated "the valve was totally disrupted anteriorly with severe regurgitation. There was a large pannus formation below the valve". The pt survived the surgery.